Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. During investigation testing, a grinding sound was heard coming from the right compressor, which confirmed the customer-reported issue. Internal visual inspection of the compressor confirmed that the counterweight was making mechanical contact with the compressor body. This is the most likely root cause of the customer-reported issue. Mechanical contact between the counterweight and compressor body is a known issue corrected under rsca-0136 (request for supplier corrective action). It was confirmed through review of the device history records that the right compressor was received by syncardia prior to implementation of corrective actions under the rsca. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 3692 follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an unusual noise while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited an unusual noise, it continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an unusual noise while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.